Manufacturer narrative:
Device operated as expected during investigation, suggesting liquid ingress caused incorrect behavior at the time of event and the sensor dried prior to arrival at spectrum medical.

Event description:
User reported level sensor inaccurately detected fluid. There was no patient involvement and thus no patient harm.